Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted ins a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the head was moving up by itself. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on december 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The service technician was unable to locate the bed. The service technician could not perform any maintenance or repair due to not being able to locate the bed. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.